Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. An additional observation, unrelated to the complaint, was also found: the instrument was found to have a dislodged flush tube. The root cause is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n11210125 0088 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sk3315. The instrument had 12 remaining usable lives with no subsequent use recorded. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage that was identified during central processing. A review of the instrument logs revealed that the instrument was used during a procedure on the same date. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no report of harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was observed to have defective insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.